Event description:
On october 2, 2007, it was reported to boston scientific corporation that a tracheal dilatation procedure using a cre dilatation balloon catheter was performed (male patient). According to the complaint. "The balloon was set up using readi-cat 2 contrast medium, advanced through the lma [device] (laryngeal mask airway)...inflated up to 20mm." Then, when attempting to deflate the balloon after the procedure was completed, the "balloon was unable to deflate completely." Reportedly, the "balloon would not come back through the lma and the lma and [the] balloon had to be removed from the patient with the balloon in the lma partially inflated." Information provided to boston scientific, revealed that at the conclusion of the procedure, there were no patient complications.

Manufacturer narrative:
The suspect device has been received but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of the event. An evaluation of the returned device, a review of the device history record and a review of the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.